Event description:
The customer reported that the images went blurry, the right monitor went dark and the system made noise. Per the fse, they were unable to finish the procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.